Event description:
The customer reported that the system did not respond and seemed to be frozen. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative loaded the node software and reseated the single board computer. The system was tested and found to be working as intended and put back in service.